Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Additionally, there was melting of the polyurethane tubing at 10.7 cm and 11.7 cm from terminal pin which appeared to be consistent with electro-cautery damage from the explant procedure. Analysis did not identify any anomalies at the lead tip that would have contributed to the dislodgment. No other electrical anomalies were observed except for the electro-cautery damage.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the patient will be brought back for an x-ray and the physician will decide if a revision procedure will occur. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had not been feeling well. System evaluation noted decreased sensing measurements, increased pacing impedance and threshold measurements on the right ventricular (rv) channel due to suspected dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead also exhibited undersensing, loss of capture and pacing inhibition. A revision procedure was performed and insulation damage was also noted. The lead was removed from service and replaced. The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.